Event description:
Pacing failure was reported relative to the subject pacemaker on a pt suffering bradycardia. It was observed that the device did not pace even when it was set into a rate of 60 bpm, subsequently the physician replaced the device. The pacemaker was interrogated after explant and periodic sensing signal was noted even with the leads disconnected. When sensing test was performed, v-spikes were observed in the a-egm while a-spikes were identified in the v-egm.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.